Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's recharging interval had decreased. Caller reported they were not with the patient, limited information was provided. Caller reported the patient indicated her recharging interval would not last more than 6 hours. Caller reported she had reprogrammed the patient either (B)(6)2018 or before to hd settings. It was reported the patient noticed the decrease on (B)(6) 2018. Additional information was received and it was reported that the patient's neurostimulator (ins) was not holding a charge for more than 6-8 hours and that when she does recharge, the ins would not go past 80%. The caller also alleged that the controller depleted after 1 recharge session. Caller had to charge before she could make programming adjustments. It was reported impedances were fine. Caller walked through energy usage and it showed 4 days. Technical services (tss) reviewed that a lot of patient's issues are likely due to this reason and to try to make programming adjustments to allow the patient to have a longer interval. Stim usage graph showed therapy lost due to battery depletion on 3 days. Recharging diary showed excellent coupling, 70%, 28 mins, .5 recharge interval. Tss explained that as the battery fills it can take longer to complete, also having the therapy on can also increase time. Caller to reprogram patient to obtain a longer recharger interval. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it still continue to turn off by itself and its happened about four times thus far.

Manufacturer narrative:
There is no information on event date. Information received on 2 separate source documents have conflicting information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was turning off by itself. The caller stated that when she used the controller to check the recharge level, she finds stim has turned itself off. Tech services (tss) reviewed they were unaware of stim turning itself off, unless the battery has depleted. The stim usage report showed that this happened on 3 days in the past. Tss advised the caller to have the patient keep a log of this going forward and that they could check it against the usage report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cycling was implemented and the pulse width was decreased from 220 to 100. The rep stated that this increased the recharging interval according to the anticipated energy usage calculation from the clinician programmer. The rep explained to the patient that if recharging was interrupted at any point then the screen may state recharging complete, however, the patient should start another recharging session until 100% recharge status is obtained. The rep said that the cause was most likely due to the patient not fully charging ins to 100% and the energy usage, but the exact cause of the ins depletion was not determined; the rep stated that it was likely a combination of the issues described previously. The rep did not know if the issue has been fully resolved at the time of the report and was due to touch base with the patient (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated representative (rep) directed patient to contact patient services and got a replacement controller. Patient stated patient had a lot of issue with ins and controller. Patient stated patient met rep monthly and later stated patient met rep numerous times in the healthcare professional (hcp) regarding ins and controller issues previously reported. Patient stated therapy was turning off by itself, the ins had been shutting off without patient turning stimulation off. It was noted patient was feeling sore the other day, and when patient checked the controller, the controller showed stimulation off. It was mentioned ins was not depleted at this time and did not need to be charged with stimulation went off, and patient did not see this happened during the call. Action was taken prior the call was the patient had been working with her rep and hcp about the issues. Patient stated stimulation off had happened more than once. When patient reported therapy was turning on and/or off by itself, and stimulation off was displaying on the patient programmer. It was noted the controller was working intermittently. Patient added ins was not holding a charge and only lasting 10 to 15 hours, ins went off. Patient stated ins stopped holding a charge after a good month from implant date, and rep told patient ins should last longer, rep was aware of this issue maybe february 1st. Additional information on july-10-2018 from patient stated that patient was not sent a battery pack, just the control unit. Patient services (pss) advised to put new battery in and see if this worked, and patient would call back if needed. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had frequently noted premature battery depletion, the battery shutting itself off and intermittent stimulation. The battery was replaced due to the ongoing reports and concerns with battery performance issues. It was stated the patient had issues with charging and the battery¿s inability to hold a charge and shutting itself off. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.